Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the handpiece device overheated. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the burr lock assembly was worn and it exceeded the maximum allowable temperature of 118 degrees fahrenheit per synthes (B)(4) (actual temperature reported was 130.7 degrees fahrenheit. Therefore, the reported condition was confirmed. It was also noted that the two springs for the lock tabs had failed and were out of position from running the handpiece without the cutter. The assignable root cause was determined to be mechanical failure and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.